Event description:
It was reported that a cartridge alarm 30 occurred, but there was no adverse impact to the customer's blood glucose level. Customer will continue using the current pump while waiting for a replacement, as the pump was confirmed to be under warranty. Technical support advised the customer about programming settings into the new pump, returning the problematic pump, and the upcoming software update. The replacement pump was sent and the customer was informed about the storage mode and return process to avoid billing.